Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product returned. Hypotension/ hematoma/major bleed: clinical details noted patient was hypotensive during pump insertion. Small hematoma was observed at impella access site. Patient also had bleeding from mouth and required blood products. The cause of the injury was not determined due to insufficient clinical details. Tachycardia/infection: clinical details noted that patient had episodes of vt during support. Patient also being treated for pneumonia. . The root cause of the injury was unable to be determined due to insufficient clinical details. Suction: clinical details noted that patient had multiple suction events overnight throughout support when patient was being turned and would resolved on its own or when returned to supine position. Pump position multiple times confirmed to be free floating in lv and free of all structures after suction events. Data logs show intermittent suction alarms throughout support. The cause of the suction was user related as the suction alarms were occurring when patient was being turned and would resolve when returned to supine position per clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient placed on impella 5.5. The patient had been on two previous impella cps where complications occurred, requiring escalation of therapy. The patient had a hypotensive episode during ventricular access, requiring a dose of epinephrine. After pump insertion to the right axillary pocket, the pocket was surgically closed. The patient was bleeding from the mouth, had a small hematoma, blood in stool, and had swelling with a pressure dressing in place. The patient required blood transfusion and anticoagulation was held. The patient had multiple episodes of ventricular tachycardia (vt) with suction alarms, resolved with repositioning, amiodarone, levo, vaso, and bivalirudin initiation. The patient had additional respiratory issues requiring tracheostomy, peg tube, bronchoscopy with lavage, and antibiotics for possible atelectasis vs pneumonia, mucus plugs, bloody sputum, and clots. The patient ultimately expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.